Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch (lbb) due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch (lbb) due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received which indicates that this brady lead was not successfully implanted because the helix bent during left bundle placement and will not be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental correction report was created to capture the additional information received which indicates that the helix was bent during left bundle placement. As the brady lead was bent during the this observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch (lbb) due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received which indicates that this brady lead was not successfully implanted because the helix bent during left bundle placement and will not be returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the helix was bent during left bundle placement. As the brady lead was bent during the this observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.